Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter procedure involving the transcatheter aortic valve evfxplus-26, there were deployment issues. The handle would turn but failed to fully deploy the valve. Attempts to turn the handle back towards it starting position and restart the deployment of the valve were unsuccessful. The procedure was delayed by 45 minutes due to these issues. The valve and catheter were removed and replaced with a new system, which allowed successful deployment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: h2 h6 image review: pre-implant computed tomography (CT) imaging were provided. Aortic valve is trileaflet with moderate calcification. Pa tient has an annular perimeter/perimeter derived of 66.6 millimeter (mm) /21.2 mm and an left ventricular outflow tract (lvot) perimeter/perimeter derived of 66.9 mm/21.3 mm, both suggesting a 26 mm evolut. Sinus of valsalva (sov) mean diameter is within recommended range (right coronary cusp (rcc) to commissure diameter is under 27 mm). All sinus and coronary heights are within recommended range. Proximal calcification seen in right coronary artery (rca). Bovine arch noted. Annular angulation is approximately 68°. Tortuosity seen in descending thoracic aorta and left common iliac(lci). Report review: case report provided from the field team. Patient has an annular perimeter/perimeter derived of 66.9 mm/21.3 mm and an lvot perimeter/perimeter derived of 66.7 mm/21.2 mm, both suggesting a 26 mm evolut. Sov mean diameter is under the recommended range (rcc to commissure diameter is under 27 mm). All sinus and coronary heights are within recommended range. Proximal calcification seen in rca. Annular angulation is approximately 60°. Small protruding calcification seen in right common iliac (rci). Intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve load inspection was not performed thus it is not po ssible to validate a good load. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 4mm on the non-coronary cusp in the cusp overlap view and 3mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. It was reported that an attempt to release the valve failed and release of the valve was unsuccessful. It was also reported that the valve and delivery catheter system were removed, and a new system was used. There is no evidence of a fluoroscopic valve load inspection of the new valve thus it is not possible to validate a good load either. Deployment of what is possibly the new valve resulted in a depth of approximately 6mm on the non-coronary cusp. There is evidence of at least one recapture which resulted in a depth of 3mm on the non-coronary cusp in the cusp overlap view and 6mm on the left coronary cusp in the lao view. The valve was subsequently released and final angiogram revealed possible trace aortic regurgitation/paravalvular leak. In this case, since fluoroscopic valve load inspections were not possible it is not possible to determine what caused the issues reported during the valve release attempt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the capsule partially opened. There was slight deformation and slight stretching to the proximal end of the capsule. There was a scratch along the capsule. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a bend to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. There were three kinks to the inner member shaft. The spindle hub appeared intact with no evidence of damage. There was damage observed on the threading of the screw gear. A valve could not be loaded due to the damage to the inner member shaft. Damage and tearing to the inner wall of the capsule was visible to the capsule midsection. The reported event for unable to deploy could not be confirmed in the analysis as a valve could not be loaded to test the device¿s ability to deploy a valve. Updated data: b5. D4. Full UDI was added d9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during loading, the delivery catheter system (dcs) was over driven to close the capsule. Once the capsule was fully closed, overdrive was removed and the device was brought to neutral. The patient had tortuous anatomy in the abdominal aorta. The valve was unable to be deployed by using the handles, so the valve was removed from the dcs by using the "two buttons" on the back of the dcs.